Manufacturer narrative:
It was alleged that a patient was sent to an oral surgeon and surgical intervention may have been required; however no further specific information has been received. Multiple attempts were made to contact the complainant on 11/15/2016, 11/16/2016, 11/30/2016, and 12/05/2016 in order to obtain further information; however, the complainant has remained unresponsive. No further information has been received to suggest that a serious injury was associated with this incident.

Event description:
It was alleged that a patient was sent to an oral surgeon and surgical intervention may have been required; however no further specific information has been received.

Manufacturer narrative:
It was alleged that a patient was sent to an oral surgeon and surgical intervention may have been required; however no further specific information has been received at this time. An update will be provided upon receipt of new information.

Event description:
It was alleged that a patient was sent to an oral surgeon to remove distal end that did not hold and lodged into patients cheek.